Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with flap striae in both eyes. The topical steroid dosage was increased. It was stated that the patient no loss of best corrected visual acuity (bcva). The patient complained of blurred vision, discomfort and photophobia. Patient commented that likely squeezed/rubbed eyes in sleep last night. Patient reported symptoms are not interfering with daily activities. Flap lift and rinse was done on both eyes on (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/15 3.25 x -.75 x 168, left eye pre-op 20/20 3.75 x -.50 x 2.